Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software product ID tm90t0; serial# unknown. Product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was provided from a patient receiving intrathecal fentanyl and morphine via an implantable pump for fbss leg/back and spinal pain. It was reported that the reason for call was the patient stated it was not working. The patient clarified it was taking 20 min to connect to the pump to request a bolus and the patient stated the communicator used to blink blue when they turned it on but it did not anymore. The patient stated they were having so much trouble getting a bolus. The agent walked the patient through re-setting the communicator. The patient then tried to connect to her pump and stated the blue light on the communicator was solid but it stalled at 90%. Patient services reviewed this was a normal functionality. The troubleshooting steps that were taken on the call resolved the issue. Patient services suggested that the patient consult with her health care provider (hcp) about the issues to see if there were any alternatives. The patient mentioned unrelated medical history. This included that they had hepatitis c because they had so many ear surgeries and they had blood transfusions because their ear ruptured and had blood running down her neck. The patient also stated they tripped and broke their shoulder and a couple of months later they broke a vertebrae in their back. The patient mentioned that their spine was disintegrating and she was shrinking as a result. The patient stated she used to be 5'6 and now she was 5'1. The patient also mentioned she had the pump filled a week ago.